Event description:
It was reported during the implant of the lv lead, the coronary sinus was reportedly dissected. The physician decided to stop the procedure and the lead was explanted. There was no lv lead malfunction and no intervention was undertaken. The patient will have an epicardial lead in a few months. The patient was in stable condition.